Event description:
This article aims to share their institutional experience with the perclose closure device post-close technique for vascular access closure after removal of a non-abbott percutaneous left ventricular assist device. Out of 62 non-abbott device removals, the perclose device failed in 3 patients. In the first case, the device failed to capture, requiring removal of the non-abbott device, followed by manual compression. In the second case, a flow-limiting dissection occurred, requiring a placement of a self-expanding stent. In the third case, the perclose device became embedded in a partially deployed suture, requiring repair and surgical cutdown. The study determined the perclose post-closure technique is a reliable and well-tolerated method for vascular access closure in patients undergoing percutaneous left ventricular assist device support. Specific patient information is documented as unknown. Details are listed in the attached article, titled "clinical outcomes of the post-closure technique for arteriotomy closure with the lmpella cardiac power percutaneous left ventricular assist device".

Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. The patient effect of hemorrhage, vascular tissue injury, vascular dissection and occlusion are listed in the electronic perclose proglide instructions for use as potential adverse events of use of the device. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, vascular tissue injury, vascular dissection and occlusion, and the relationship to the product, if any, cannot be determined. A definitive cause for the reported suture malposition and device entrapment issues could not be determined. Factors that may contribute to suture malposition include, but not limited to interaction with the patient anatomy or friable femoral vessel contributed to the reported difficulty. Factors that may contribute to a device entrapment include but are not limited to; tissue or suture caught in the foot, or posterior cuff partly deployed in the foot. The reported surgical intervention and unexpected medical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: article "clinical outcomes of the post-closure technique for arteriotomy closure with the impella cardiac power percutaneous left ventricular assist device".